Event description:
Two patient samples with discrepant results. Patient 1, in 2008, initial b12 gave <30.00 pg/ml; repeat gave 522.9 pg/ml. Patient 2, one day later, initial tsh gave <0.02 uiu/ml; repeat gave 0.774 uiu/ml. Erroneous results were not reported. The field service representative found l line was misadjusted and movement in rack inserts. L line was re-adjusted and rack inserts replaced. Performance tests were performed which were within specifications.